Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the downstream occlusion sensor and printing wiring assembly (pwa) board. As a result, the downstream occlusion sensor and pwa board were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a failure during preventive maintenance. There was no patient involvement, no patient injury was reported. Analysis of the device found a faulty downstream occlusion sensor and printing wiring assembly.